Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the 37761 desktop charger serial#: (B)(4), if appropriate) found a broken connector pin.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that the recharger (insr) was not charging. The arrows on the pin did not line up. The green light was on but it was not charging. This was noticed earlier in the month. In addition, a stimulator overdischarge (od) was suspected. The last time stimulation was felt less than a month ago. Stimulation turned off in early (B)(6) 2014. The patient stated her back had been feeling fine. The last successful recharging session was 1-2 months ago ((B)(6) 2014). The patient was advised that a new recharger would not connect. The patient was redirected to their physician if this occurred. It was later reported that there was a broken connector pin. It was noted that the anomaly appeared to have occurred through product use and there was no indication of patient harm. It was further reported that the patient received assistance from a medtronic representative and had their concerns resolved.